Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the advancer for the rotapro atherectomy system. The burr catheter and the advancer unit were connected, when received. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found that the coil was kinked and stretched at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, but the drive shaft was unable to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and there were no damages or irregularities found attributable to a device stall. It is likely that the device stall was attributable to the kinked and stretched coil at the handshake connection. Product analysis did not confirm the reported event, as the device stalled and will not run. There is not enough evidence to definitely say what the primary cause of the device stall was, but it is likely attributable to the kinked and stretched coil at the handshake connection. During functional testing, the advancer was connected to a water drip to determine the source of the reported leak. Upon inspection, there were no abnormal leaks found; there was a steady drip from the end of the sheath as intended.

Event description:
It was reported that a sheath leak occurred. A 1.50mm rotapro was advanced to the lesion. During the procedure, the burr was unable to get up to the designated speed in the calcified vessel. Saline was leaking out of the sheath covering the burr. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of the advancer for the rotapro atherectomy system. The burr catheter and the advancer unit were connected, when received. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found that the coil was kinked and stretched at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, but the drive shaft was unable to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and there were no damages or irregularities found attributable to a device stall. It is likely that the device stall was attributable to the kinked and stretched coil at the handshake connection. Product analysis did not confirm the reported event, as the device stalled and will not run. There is not enough evidence to definitely say what the primary cause of the device stall was, but it is likely attributable to the kinked and stretched coil at the handshake connection.

Event description:
It was reported that a sheath leak occurred. A 1.50mm rotapro was advanced to the lesion. During the procedure, the burr was unable to get up to the designated speed in the calcified vessel. Saline was leaking out of the sheath covering the burr. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a sheath leak occurred. A 1.50mm rotapro was advanced to the lesion. During the procedure, the burr was unable to get up to the designated speed in the calcified vessel. Saline was leaking out of the sheath covering the burr. The procedure was completed with another of the same device. There were no patient complications.